Event description:
It was reported that an ilet user experienced hyperglycemia with sensor and fingerstick readings around 250 mg/dl after repeatedly performing factory resets of the pump without clinician authorization, including resets in an attempt to address subsequent high glucose; the device delivered conservative correction doses while the algorithm relearned. Customer care provided support that included, review of device use and therapy history, and assessment of algorithm behavior following factory reset. Investigation of this case revealed no device malfunction and that the factory resets triggered conservative automated insulin delivery during the relearning period, contributing to persistent hyperglycemia. No symptoms associated with elevated blood glucose reported. Outcomes included troubleshooting and education, with blood glucose decreasing during and after the call. It was concluded that the event was related to device use and therapy dynamics following factory resets rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.